Event description:
It was reported that the pt was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The pump was not returned to animas for eval. If the pump is returned, animas will conduct an eval and a supplemental report will be filed. The pt is working with health care professionals to adjust her basal settings and contacted animas for assistance in editing her settings. The pt has continued to use the pump without subsequent reported event.